Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that his pump had experienced an unexpected restart alarm and other alarms as well. His blood glucose was unknown. The customer stated that the unexpected restart alarm did not occur after inserting a new battery. The customer was assisted with running a self-test and the test could not complete because two other alarms occurred ¿ a watchdog set test failure alarm and a software error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not being returned for analysis.